Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when attempting to interrogate the implantable pulse generator (ipg), prior to implant, using the mobile programmer application, a message was displayed indicating that the device was not supported. It was noted that an additional application was used but the same message was displayed. Troubleshooting steps were taken to include interrogating using a legacy programmer; however, it displayed a message indicating serious device memory failure and that the ipg should be explanted. There was no patient involvement.